Event description:
The user facility in (B)(6), reported a scleral tear as the instrument was in contact with the pt's eye. Suture was required to close the wound.

Manufacturer narrative:
Report 1 of 4. See 1920664-2014-0039, 1920664-2014-0040, 1920664-2014-0041.